Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The insulin pump was programmed with bolus wizard and monitored, the bolus was estimated and delivered properly and recorded properly in bolus wizard review screen. No bolus wizard anomaly noted. The insulin pump communicated properly with contour link blood glucose meter. The insulin pump has cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Event description:
It was reported that the customer was hospitalized on three separate occasions in (B)(6) 2012, december 2013, and november 2014. For the first hospitalization, customer was hospitalized with a blood glucose below 40 mg/dl and blood glucose had been low for such a long time that it caused a stroke. She was in the hospital and rehab facility for 11 days each. Customer was hospitalized the second time for a high blood glucose of 800 mg/dl and diabetic ketoacidosis, after she was found unconscious. She was wearing the insulin pump at the time. Customer was treated with insulin injection. The third time the customer was hospitalized, her blood glucose had been above 600 mg/dl that morning, she was given insulin and her blood glucose went down. She was found acting confused and not making sense. Emergency medical services were called and her blood glucose was 200 mg/dl. She remained at the hospital for five days. Customer was wearing insulin pump at the time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.